Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulty occurred. Vascular access was obtained with an ipsilateral approach via the femoral artery. The target lesion was the 90% instent restenosed non bsc stent located in the moderately tortuous and mildly calcified common iliac artery (cia). Pre-dilatation was performed with a 8-20mm balloon catheter. A 9.0x60x75cm express ld vascular stent delivery system (sds) was advanced to the target lesion without resistance, the stent was deployed at 8atms and additional dilation was performed at 12 atms. During withdrawal of sds the proximal portion of the device was withdrawn but the remaining portion was unable to remove. The sds balloon was inflated to 4atms and slowly deflated. However, the sds was still unable remove. It was noted that the balloon appeared to look "flat fish". Therefore, balloon rewrap was attempted but the balloon "condition was not good." A 10fr sheath was inserted contralaterally, and an unknown guide wire placed. The shaft of the sds was cut and using a snare the sds was removed intact via the 10fr sheath. The procedure was completed with this device. No further patient complications were reported and the patient's status is listed as good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure removal difficulty occurred. Vascular access was obtained with an ipsilateral approach via the femoral artery. The target lesion was the 90% instent restenosed non bsc stent located in the moderately tortuous and mildly calcified common iliac artery (cia). Pre-dilatation was performed with a 8-20mm balloon catheter. A 9.0x60x75cm express ld vascular stent delivery system (sds) was advanced to the target lesion without resistance, the stent was deployed at 8atms and additional dilation was performed at 12 atms. During withdrawal of sds the proximal portion of the device was withdrawn but the remaining portion was unable to remove. The sds balloon was inflated to 4atms and slowly deflated. However, the sds was still unable remove. It was noted that the balloon appeared to look "flat fish". Therefore, balloon rewrap was attempted but the balloon "condition was not good." A 10fr sheath was inserted contralaterally, and an unknown guide wire placed. The shaft of the sds was cut and using a snare the sds was removed intact via the 10fr sheath. The procedure was completed with this device. No further patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the device was returned with a 10 french sheath and the shaft was dissected 58cm proximal to the tip. The proximal section of the shaft including the hub was not returned for analysis. Examination of the balloon revealed that the balloon was not refolded and there was a large build-up of solidified contrast media inside the balloon. The 10fr sheath was kinked 9.6cm proximal from its distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).